Event description:
A customer reported a clearview 650 ultrasound system¿s monitor detached from the articulation arm assembly. The mounting arm screws were replaced and tightened to repair the system. There was no injury associated with this event.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
The philips field service engineer (fse) found the loose connection and the mounting arm screws were replaced and tightened to repair the system. The fse tested the function of the arm and passed. Since the articulation arm assembly was not replaced evaluation of this part was not performed. The system has returned to service with no further report of this issue.